Event description:
The article included a report of patient losing pain/parsthesia coverage due to lateral electrode migration. No additional information on patient outcome was provided. Journal reference: renard, md, et al. "Prevention of percutaneous electrode migration in spinal cord stimulation by modification of the standard implantation technique." J. Neurosurgery: spine/volume 4/april 2006;300-303.